Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), pregnancy with contraceptive device ('pregnancy') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included menometrorrhagia. Concurrent conditions included pelvic pain, left lower quadrant pain and endometriosis. Concomitant products included intrauterine contraceptive device (iud nos) from 2006 to 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vagina pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and ablation). Essure was removed. At the time of the report, the device breakage, pregnancy with contraceptive device, menorrhagia, weight increased, dyspareunia, bladder disorder, urinary tract disorder, female sexual dysfunction, vaginal haemorrhage, vaginal discharge, abdominal pain upper and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain upper, bladder disorder, device breakage, dyspareunia, female sexual dysfunction, menorrhagia, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure removed but surgery not specified no confirmation test was performed, no clear information about essure removal procedural and removal date were provided, and also the plantiff did not claim about the events related to the child in the pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs and mr received: new events - pregnancy, abnormal bleeding (vaginal), vaginal discharge, stomach pain, vagina pain were added. Reporter's information, patient demography, medical history, concomitant drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic, terminated') in an adult female patient who had essure (ess205) (batch no. 621815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6)2000 , (B)(6)2003), dysmenorrhea and gravida ii. Previously administered products included for contraception: oral contraceptives. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2008, the patient experienced pelvic pain ("pain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced uterine cervical pain ("pain- cervix") and uterine pain ("pain- uterus"). The patient was treated with surgery (salpingectomy (bilateral), tubal ligation). Essure (ess205) was removed in (B)(6) 2008. In (B)(6)2008, the pelvic pain had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, uterine cervical pain and uterine pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain, uterine cervical pain and uterine pain to be related to essure (ess205). The reporter commented: left ostia: 04 coils right ostia: 02 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2007: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 621815 manufacture date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: plaintiff fact sheet received. Outcome of event pelvic pain was added as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic, terminated') in an adult female patient who had essure (ess205) (batch no. 621815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6)2000 , (B)(6)2003), dysmenorrhea and gravida ii. Previously administered products included for contraception: oral contraceptives. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2008, the patient experienced pelvic pain ("pain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced uterine cervical pain ("pain- cervix") and uterine pain ("pain- uterus"). The patient was treated with surgery (salpingectomy (bilateral), tubal ligation). Essure (ess205) was removed in (B)(6) 2008. In (B)(6)2008, the pelvic pain had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, uterine cervical pain and uterine pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain, uterine cervical pain and uterine pain to be related to essure (ess205). The reporter commented: left ostia: 04 coils, right ostia: 02 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2007: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 621815 manufacture date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic, terminated') in an adult female patient who had essure (ess205) (batch no. 621815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity and dysmenorrhea. Previously administered products included for contraception: oral contraceptives. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced uterine cervical pain ("pain- cervix") and uterine pain ("pain- uterus"). The patient was treated with surgery (salpingectomy (bilateral), tubal ligation). Essure (ess205) was removed. At the time of the report, the ectopic pregnancy with contraceptive device, uterine cervical pain and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, uterine cervical pain and uterine pain to be related to essure (ess205). The reporter commented: left ostia: 04 coils right ostia: 02 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 621815 manufacture date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic, terminated') in an adult female patient who had essure (ess205) (batch no. 621815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2000, (B)(6) 2003), dysmenorrhea and gravida ii. Previously administered products included for contraception: oral contraceptives. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced uterine cervical pain ("pain- cervix") and uterine pain ("pain- uterus"). The patient was treated with surgery (salpingectomy (bilateral), tubal ligation). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the ectopic pregnancy with contraceptive device, uterine cervical pain, uterine pain and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain, uterine cervical pain and uterine pain to be related to essure (ess205). The reporter commented: left ostia: 04 coils right ostia: 02 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 621815 manufacture date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: plaintiff fact sheet was received. Event added from pfs- pain. Event onset date were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic, terminated') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral)). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case became incident. Injury nos was replaced with new events medical device removal, ectopic pregnancy and device ineffective. Date of removal and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.